Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9616876. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9616876) was impeded in the hub of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31700153) and could not be inserted into the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced the microcatheter to deliver the original stent. The original stent was impeded in the hub of the second microcatheter and could not be inserted into the microcatheter. The physician retracted only the stent and replaced the stent to complete the procedure using the second microcatheter. There was no report of any negative impact on the patient. The procedure was reportedly prolonged by about 10 minutes. On (B)(6) 2026, additional information was received. The information confirmed that the procedure was a stent-assisted endovascular embolization of a middle cerebral artery aneurysm. Adequate continuous flush was maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system when the device was removed. There was no damage noted on the first microcatheter. The second microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The second stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). The information confirmed there was no negative impact on the patient. The physician did not consider the 10-minute delay in the procedure to be clinically significant.